Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was displayed as high on the continuous glucose monitor (cgm). Cause of the high (bg) was due pump shutting down from battery depletion. Customer administered a correction injection of insulin via mdi to address the high (bg). The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.